Manufacturer narrative:
The reported event of high voltage circuit damage was not confirmed. A complete lead was returned in one piece. Analysis of the lead found no anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-21980. Related manufacturer's reference number: 2017865-2021-21981. It was reported the patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) exhibited an alert for possible high voltage circuit damage on the right ventricular (rv) lead, and the patient's right atrial (ra) lead exhibited noise. Replacement procedure took place on (B)(6) 2021, and the device, ra lead, and rv lead were explanted and replaced. There were no patient consequences.